Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinical manager, registered nurse (rn), reported that there was a dialyzer blood leak. In a follow up, the rn reported that the dialyzer blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. The rn said the leak was visually seen on the back side of the dialyzer outside of the membrane fibers. The leak was reported to be an internal leak. Fresenius bloodlines were used. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was less than 300 ml. The patient completed treatment on a different machine with new supplies. The patient remained hemodynamically stable. A stat hemoglobin level was sent out to the clinic's lab and it resulted within normal limits. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical manager, registered nurse (rn), reported that there was a dialyzer blood leak. In a follow up, the rn reported that the dialyzer blood leak occurred 30 minutes into the patient¿s hemodialysis (hd) treatment. The rn said the leak was visually seen on the back side of the dialyzer outside of the membrane fibers. The leak was reported to be an internal leak. Fresenius bloodlines were used. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was less than 300 ml. The patient completed treatment on a different machine with new supplies. The patient remained hemodynamically stable. A stat hemoglobin level was sent out to the clinic's lab and it resulted within normal limits. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.